Event description:
The customer returned the colonovideoscope to the service center for evaluation related to a separate issue. During testing, the field service engineer identified the device had foreign material on air water channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.